Event description:
Patient who is 10 years status post l3-4 decompression and instrumented posterior spinal fusion for spondylolisthesis developed an l5-s1 spondylolisthesis and underwent l3-4 instrumentation removal with l5-s1 decompression and instrumented posterior spinal fusion by orthopedic surgeon 3 months ago. The patient experienced bilateral s1 screw fracture with redevelopment of grade 1 (slight) l5-s1 spondylolisthesis and a slight spondylolisthesis at l4-5. Patient was doing well from a pain standpoint. Ap and lateral lumbosacral spine plain films taken in march 2005 revealed bilateral s1 pedicle screw fractures since the last films in january 2005. Patient requested surgical treatment, which consisted of l5-s1 instrumentation removal, l5-s1 fusion mass augmentation, l4-5 posterior spinal fusion, l3-s1 posterior spinal segmental instrumentation, left posterior iliac crest bone graft, l4-5, l5-s1 posterior lumbar interbody fusion (plif) and l4-5, l5-s1 posterior lumbar interbody instrumentation (brantigan cages), all under loupe magnification. An attempt to drill a pilot hole in the center portion of the screw to use standard broken screw removal was not successful. Surgeon then used a 6.0 hollow mill around the broken portion of the screws and then the threading capturing device to reverse the broken portion of the screws out. L5 and s1 pedicle screw holes were probed and walls found to be intact. All 4 removed screws were 6.25 mm in diameter. Then 6.5 mm screws were placed bilaterally at l5 and 7.0 mm screws placed at s1 without difficulty. Patient left recovery in satisfactory condition and was discharged to home on post-op day 4.